Event description:
Pt was being fed using a pump. Reporter stated pump ran all night, but nothing was delivered. The pump administration set (subject device) was primed with tepid tap water, then 12 fl oz of feeding solution was added to the administration set. The pump was set to deliver 40 ml/hr overnight, but in the morning the feeding container was full and the bellows in the administration set were collapsed. Reporter stated the pump sounded as if it cycled all night long. The reporter stated the pt became dehydrated. There was no illness, injury or medical intervention resulting from the event. One pt involved.